Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; a cut/tear and needle holes in the needle chamber were noted and the needle guard was raised. The valve was hydrated and flushed; leakage noted from the cut/tear in the needle chamber, but no occlusion was noted at the ruby ball. The valve was leak tested and leaked from the cut/tear and the needle holes in the needle chamber. The valve was pressure tested, the valve failed the test due to the cut/tear in the needle chamber. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the needle base. The valve passed the test for programming, reflux and siphon guard. No root cause could be determined as the technician could not confirm any occlusion with the valve at the time of investigation. The root cause for the problem reported by the customer is due to the raised needle guard. This is most likely due to wrong handling as noted in the IFU: "do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway." The root cause for the pressure issue noted during the investigation is due to the cut/tear in the silicone housing in the needle chamber. The root cause for the cut/tear in the silicone housing is most likely due to a sharp or pointed object coming into contact with the silicone housing. As noted in the IFU: "silicone has a low tear/cut resistance."

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas valve was implanted to a patient via v-p shunt for inph (idiopathic normal pressure hydrocephalus) on an unknown date with unknown settings. On an unspecified date the patient had a headache and it was found that csf flow on the valve could not be confirmed. On (B)(6) 2020, the valve was replaced with a new one. The patient is doing well.